Event description:
The biomedical engineer (bme) reported that patient monitoring at the central nurse's station (cns) was interrupted when the ups powered off spontaneously. The ups would shut down randomly on its own. The cns was not returned, but the ups was. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that patient monitoring at the central nurse's station (cns) was interrupted when the ups powered off spontaneously. The ups would shut down randomly on its own. No patient harm was reported. Investigation summary: the ups was only 4 weeks old. The cause of the cns shutdown is power loss. This abrupt power loss is typically associated with subsequent hard drive failure due to the abrupt nature of the power loss. However, in this case the service history shows that the cns continued to work with additional tickets created (not related to a shutdown). It is unknown if the customer continued to use the ups. Details were not provided. To understand the cause of the ups failure, it is necessary to know how what devices were connected to the ups. It's also necessary to know if there were any ac outlet or power issues at the site. Service history for this facility shows nine days prior to this incident, the customer reported a ups shutdown under ticket 112294 on 7/3/2021. The cause of the shutdown was not identified. The ups needed to be reset to resolve the issue. After these two incidents, no other related events were reported. Thus, it is presumed that there was an environmental cause to these incidents.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitoring was interrupted when the (B)(4) ups powers off spontaneously. The (B)(4) ups shuts down randomly and powers off on its own. It has only been in use for 4 weeks. The cns was not returned, but the (B)(4) ups was returned. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device field contains no information (ni) for nihon kohden devices being used in conjunction for the cns, as attempts to obtain information were made, but not provided. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Ups: manufactured by: (B)(4), model #: abce422-11med, returned to nihon kohden: (B)(6) 2021.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitoring was interrupted when the powervar ups powers off spontaneously. The powervar ups shuts down randomly and powers off on its own. It has only been in use for 4 weeks. The cns was not returned, but the powervar ups was returned. No patient harm was reported.